Manufacturer narrative:
Product ID 3093-28, lot# v048837, implanted: (B)(6) 2007, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation and was receiving the "poor communication" screen with and without the antenna attached. The patient programmer was last used successfully about 3-4 days prior to a colonoscopy the patient had on (B)(6) 2012. The patient had the implantable neurostimulator (ins) on during the procedure. It was also noted that the patient was not feeling stimulation. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported the patient's implantable neurostimulator (ins) was replaced because the battery was depleted. It was noted reprogramming was performed in (B)(6) 2012. The patient had experienced overactive bladder symptoms.